Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. During testing, the handle was pulled and the two remaining needles were present at the hub without difficulty. Based on the test results the report of only three needles presenting could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of only three needles presenting reported for this lot. It was reported that a 6f and 12f sheath were used in this procedure. The prostar xl pvs system is designed for use in conjunction with 8.5 to 10f sheaths. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Used to address a 6f and 12f sheath were used in the procedure. The instructions for use, states: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patients walk ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, the sutures of a prostar xl device were attempted to be placed using the preclose technique in a left common femoral artery. The arteriotomy was 6f. Reportedly, during deployment when the handle was pulled back only three needles came up. The needles were backed-down and the device was removed. The sutures of another prostar device were preplaced using the preclose technique. During the aaa procedure the sheath was upsized to 12f. After the aaa procedure the preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.